Event description:
It was reported that the patient's pump was dislodged. The patient was getting ready to enter surgery for the pump dislodgement. The patient mentioned getting the pump removed because, she did not have the capability to turn it off and it had caused too many inconveniences for her. The patient felt she was "getting the run around" and it was "very disheartening". The device system was used to deliver dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).